Manufacturer narrative:
The initial reporter was getinge technician. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 17th january, 2024 getinge became aware of an issue with one of examination lights - lucea 40. It was stated the plastic part of dome is broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause infection. Corrected b5 describe event and problem: on 17th january, 2024 getinge became aware of an issue with one of examination lights - lucea 40. It was stated the plastic part of dome is broken with missing particles and the user reattach the cover with adhesive tape. The issue was also confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause infection. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of examination lights - lucea 40. It was stated the plastic part of dome is broken with missing particles and the user reattach the cover with adhesive tape. The issue was also confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause infection. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. A root cause analysis for missing particles problem was performed by subject matter experts and concluded that the cracks detected on the handle interface and transparent cover fixing points were probably caused by improper use, collisions, incompatible cleaning products or protocol. To prevent any incident the instruction for use mentions to check the integrity of the light heads during daily inspection. Furthermore the instruction for use explains how to clean and disinfect the light heads. This document includes some recommended products and some prohibited products. In order to avoid torques applied on the transparent housing during use the instruction for use mentions to handle the light head by the handle. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 17th january, 2024 getinge became aware of an issue with one of examination lights - lucea 40. It was stated the plastic part of dome is broken with missing particles and the user reattach the cover with adhesive tape. The issue was also confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause infection.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 17th january, 2024 getinge became aware of an issue with one of examination lights - lucea 40. It was stated the plastic part of dome is broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause infection.